Event description:
A motor stall was noted in the event logs. The motor stall was caused by the pt having an MRI. One hour and 30 minutes post MRI, there was no motor stall recovery. They planned to check the pump every 10-15 min. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).